Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx failed to deliver a shock during use. There is no indication of negative patient impact.

Event description:
The customer reported that the device had nibp calibration overdue with no associated symptoms. There was no patient involvement.